Manufacturer narrative:
Waiting for engineering evaluation. Initial reporter contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heats up more than usual. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged bearings due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by germany that, when in use, the attachment device heats up more than normal. It was unknown if the event occurred during a surgical procedure. It was unknown if there was any patient involvement. It was unknown if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accord